Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 7 colony forming units (cfus) of staphylococcus a coagulase negative 36c and bacillus cereus on (B)(6) 2024 and 14 cfus of staphylococcus epidermidis, staphylococcus a coagulase positive, and bacillaceae on (B)(6) 2024. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the hmi (hygiene microbiological investigation) chu country results. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found >100 colony forming units (cfus) of non-confirming champignons filamenteux on (B)(6) 2024. It was retested on (B)(6) 2024 and found <1 of micrococcaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 7 colony forming units (cfus) of staphylococcus a coagulase negative 36c and bacillus cereus on (B)(6) 2024. It was re-tested on (B)(6) 2024 and found 14 cfus of staphylococcus epidermidis, staphylococcus a coagulase positive, and bacillaceae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the culture test result of the third-party labs as follows: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 7cfu (colony forming units)/endoscope. Bacterial identification: nagative coagulase staphylococci 36, bacillus. Cereus/thuringlensis/mycoldes. Sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 14cfu/endoscope. Bacterial identification: staphylococcus epidermidis, coagulase-positive staphylococcus, bacillaceae. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 1cfu/endoscope. Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.